Event description:
The reporter stated that a facility meter was turned in by a nurse who had done a meter to lab comparison (pt was not identified). The comparison test was done at one time and resulted with the surestep meter reading 425 mg/dl and the facility meter reading 238 mg/dl. No further info was given regarding test or pt other than there were no symptoms reported.